Event description:
Info provided states that the iskd lengthener (B)(4) stopped distracting after implantation. On (B)(6) 2009, the surgeon unlocked the distal screws and applied an external fixator to pursue lengthening. The iskd remains implanted and is now working as a neutral nail.

Manufacturer narrative:
It was determined that certain components may be out of specification, which could cause or contribute to a malfunction of the device and its ability to distract.